Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis confirmed the initial report, the display overlay was cracked. It was also noted that the device locked up repeatedly while attempting to reload software.

Event description:
It was reported the programmer has a cracked screen. There was no patient involvement.